Manufacturer narrative:
Updated information obtained that the urinary retention and voiding difficulty occurred on post-operative day five instead of day three.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient, who was enrolled in a clinical study, underwent a da vinci assisted benign hysterectomy with concomitant sacrocervicopexy, salpingectomy and posterior colporrhaphy. The procedure was completed with no intra-operative complications nor device malfunctions. Three day post procedure, the patient experienced urinary retention. A colporrhaphy suture was removed as the treatment for micturition. The patient's symptom was resolved three days later and the patient was discharged the next day. No prolonged hospitalization was required.